Manufacturer narrative:
During testing it was found that there were signs of burning on the driver printed circuit board of the device. The probable cause of burning on the driver printed circuit board was due to a seized plunger motor. The customer contact's report for dead battery was not confirmed. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center for a report from the customer contact that the device had dead battery. This is not a reportable malfunction. However, during verification testing at the service center, it was noted that there were signs of burning on the driver printed circuit board of the device.